Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Explanted: na. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -4.50/+1.5/147 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2019. The lens was reported as having low vaulting and remains implanted. The reporter indicated the surgeon has decided to monitor the patient closely and will not exchange the lens right now. The cause of the event was unknown.